Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the rechargeable battery for the sound processor was found to have swollen. The equipment was advised to be removed from service. No reports of patient injury are associated with this event.

Manufacturer narrative:
Additional device analysis report is filed with this report. (B)(4).